Event description:
The customer reported that erroneously low creatinine (cr-s) and/or suppressed blood urea nitrogen (bunm) results were generated on a unicel dxc 600 synchron system for multiple patient samples over two days. This is report one of two and represents the low cr-s or suppressed bun results generated for six patients on (B)(6) 2011. The customer verbally indicated that five erroneous results were generated on this date, however beckman coulter inc. Assessment of customer supplied data indicated the generation of six suspect cr-s and bun results on the event date. Data provided by the customer indicated that one initial, low cr-s result was generated that, upon repeat on the same instrument, recovered higher. Data provided by the customer also indicated that five suppressed bunm results were generated. While the initial bunm results was appropriately suppressed and error flagged with an "out of instrument range low" flag by the system, upon repeat on the same instrument a measureable numeric results was generated for each repeat bunm result. The initial cr-s and bunm results were not reported outside of the laboratory and hence there was no death, serious injury or changes to patient treatment associated or attributed to this event. Instrument assay quality control (qc) results prior to the event were within customer established specifications. However, later on the event day, qc results were out of customer established specifications for 5 different chemistries. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) identified a mixer speed error and replaced the mixer assembly and smart module. The fse assessed the complete system and replaced both reagent probes, the cartridge chemistry sample 3-way valve, reagent crane belts, the a/b valve and collar wash valve. Upon completion of the necessary repairs, the instrument was returned back into operation. It is believed that the issues experienced with both assays stem from the same issue which was resolved by the repairs above. Mdrs associated with this event: 2050012-2011-06156; 2050012-2011-06157.